Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
In egypt, on (B)(6) 2026, patient reported bent cannula event that led to hyperglycemia and treatment provided was insulin pump.